Event description:
Patient reported that device is not beeping (audible alarm failure) -- several unsuccessful attempts were made to turn audible alarm back on. Patient's blood glucose was not affected.